Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and reportedly, the customer set a temporary basal rate to address the bg level. The customer declined to provide further information regarding the high bg.